Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During assessment, the ultrasound image froze and would not produce an image. There were also dark vertical lines in the ultrasound image. An internal beamformer board was used to test the functionality of the scanner. The dark lines were gone, and the image did not freeze with the test beamformer. The root cause of these issues are due to the beamformer board. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during evaluation: during the assessment, the ultrasound image froze and would not produce an image. There were also dark vertical lines in the ultrasound image.